Event description:
It was reported that a patient presented with a symmetric lens vault (z-syndrome). The lens was exchanged. Reportedly the patient prognosis is "great, possible lasik enhancement if needed." This event occurred with the patient's right eye.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.